Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event sepsis (pt: sepsis), was deemed to meet the serious criteria of hospitalization and permanent damage. The device history record for radiesse(+) injectable implant, lot a00063220, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2022-00147, referring to the same patient. This spontaneous report was received from a us nurse and concerns a female patient. The patients initials and date of birth were unknown. She was injected with radiesse(+). Batch number was reported as a00063220 (expiry date: 06/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00063220 (expiry date: 06/2024). A lot search in the global safety database was conducted. On (B)(6) 2022, after the radiesse(+) injection, the patient experienced a nodule in the right and left side of the marionette line. Three weeks after the injection, the patient was in the hospital with sepsis. The outcome of the events was unknown. Follow-up information was received on 27-oct-2022: the patient was injected with a total of 3.2 ml of radiesse(+), into the nasolabial folds, bilateral cheeks, gonial angles, marionette lines and upper lip region (off label use of device), on (B)(6) 2022. She was injected with 2 syringes, 3 ml spread amongst the bilateral cheeks, gonial angles, nasolabial folds and marionette lines. A total of 0.2 ml was hyper diluted with lidocaine (product preparation issue) and placed in the upper lip region. There were no issues at the time of the injection. The patient had prior fillers with another provider. The patient had no relevant medical history. Concomitant medications included ambien, lorazepam, tirosin + and propranolol. In 2022, approximately 3 weeks after the radiesse(+) injection, the patient was in the hospital for sepsis at which time she developed nodules in the marionette lines/commissures region. On (B)(6) 2022, the patient notified the office of nodules, after she recovered from sepsis and being in the hospital. The reporter assumed she was on medications in the hospital as well. At the time of the report, the reporter was watching the patient and having her massage the nodules. They were considering injecting saline or lidocaine and massaging. They were also considering sodium thiosulfate. At the time of the report, the patient still had the nodules and the reporter was going to continue to monitor and treat as needed. No relevant laboratory tests were performed. The outcome of the event sepsis was reported as resolved (changed from unknown to resolved), in 2022. Due to the provided information, the outcome of the event nodule was considered as not resolved (changed from unknown to not resolved). In the opinion of the reporter, the events were possibly permanent and related to radiesse(+). As reported, it was unlikely the patient was going to have nodules if she did not receive radiesse(+) filler. It was unknown if treatment was necessary to prevent permanent damage.